Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support. While on support, a red alarm "purge pressure high" displayed. All purge lines were checked, and attention was drawn to the risk of a pump stop. A recommendation was made to exchange the pump but was declined. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. The cause of the high purge pressure issue was biomaterial, based on data log review and returned product. D9 date device returned to manufacturer added. B3 date of event was inadvertently reported incorrectly on manufacturer device report 1220648-2024-24019. G1 reporting contact email revised on manufacturer device report 1220648-2024-24019 in accordance with updated procedures.